Manufacturer narrative:
The device has been requested for investigation and a follow-up report will be submitted once investigation results are available.

Event description:
Customer reported that her freestyle flash blood glucose meter "was not turning on" she began to experience symptoms of "feeling sick", dizziness, nausea and was having hot flashes." She reports being seen at a local hospital, diagnosed with diabetic ketoacidosis and treated with "orange juice". No other treatment is documented. There was no report of death or permanent impairment associated with this event.